Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the patient's implantable cardioverter defibrillator transmissions revealed that the device inappropriately delivered antitachycardia pacing due to a supraventricular tachycardia episode that was incorrectly interpreted as a ventricular tachycardia. Changes to the patients medication were made. The patient was stable throughout the event.